Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Further information was requested but not yet available. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that had breached the insulation consistent with friction to the can at one location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated oversensing due to noise on the right ventricular (rv) lead resulting in pacing inhibition.

Event description:
Additional information received indicated the physician elected to monitor the patient until the right ventricular (rv) lead can be revised to resolve the issue. A revision procedure is anticipated but not yet scheduled.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.